Event description:
Journal ref: aboseif et al. "Sacral neuromodulation: cost consideration and clinical benefit." Journal of urology. 2007; 70:1069-1074. The purpose of the study was to demonstrate the efficacy of sacral neuromodulation and compare voiding-related health care utilization costs before and after receiving an interstim implant. A retrospective review of 65 pts receiving interstim therapy was completed. Health care utilization was determined for the yr before and the yr after implantation, and included hosp and clinic visits, diagnostic and therapeutic procedures, and prescriptions. The authors concluded that after interstim therapy, voiding-related health care costs are reduced. Reportable event: two pts experienced a wound-related complication after implant: superficial wound infection. These were managed conservatively with antibiotics, local wound care, and pain control as indicated without any sequelae.